Manufacturer narrative:
The returned device was evaluated and the exposed soft cannula for the received pod was found to be kinked. During leak test, fluid was observed leaking through a tear on the exposed portion of soft cannula, where the tip of the formed needle rested. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event. During investigation, the tip of the formed needle was observed to be damaged (bent forward) that contributed to skin irritation at the pod infusion site. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported while a patient was wearing a pod their blood glucose level rose to 356 mg/dl. As treatment, the patient administered insulin.